Event description:
This patient experienced death sometime after the index procedure. This patient with a past history of was admitted to the hospital for coronary angiography. The patient was taken to the cardiac cath lab, where angiography revealed de novo, 2.5 x 29mm, 90%, concnetric, type c lesion in the pda. A bolus of heparin was administered via IV, gpiibllla inhibitors were also administered during the case. There were no difficulties in accessing or wiring the vessel noted. The pda lesion was predilated with a jomed 2.0 x 20mm balloon inflated to 8 atms. A 2.5 x 33mm cypher stent was deployed to 16 atms with satisfactory results. The stent was post-dilated with a 3.0 x 20mm quantum balloon inflated to 16 atms. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. Approximately three years later, cordis (svelte study) was notified that this patient had expired. The date of death and cause of death are not known. Additional information has been requested and will be submitted within 30 days of receipt. Crs33250 is not distributed in the us; however, it is similar to us producr cxs33250.